Manufacturer narrative:
(B)(4), the reported complaint of helium dissipate too quickly was not able to be confirmed as no iabp part was returned for investigation. According to the event details, the issue was resolved after reseating the helium tank sealing washer. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The root cause of the complaint was undetermined. No further action was required at this time. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that while in use on a patient, "the intra-aortic balloon pump gas was used too quickly, affecting the normal use of the equipment". No patient harm or injury. The patient status is reported as "fine". As per the additional information, the patient had an underlying medical condition of coronary heart disease.

Event description:
It was reported that while in use on a patient, "the intra-aortic balloon pump gas was used too quickly, affecting the normal use of the equipment". No patient harm or injury. The patient status is reported as "fine". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4).